Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) defibrillation lead an alert triggered for right ventricular pacing impedance out of range. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated at the patient's previous follow up check the rv lead impedance was noted as within acceptable range, however the follow check performed approximately one month earlier noted impedance was low. The facility indicated the rv lead impedance as chronically low and stable. At a repeat office interrogation the rv lead impedance was low, and indicated as chr onically low and stable. The impedance over the follow up check visits is noted as having slight variation. The subsequent alert that triggered for impedance out of range was for low impedance. The rv lead remains in use. The patient will be monitored via remote monitoring.